Event description:
A nurse reported an intraocular (iol) lens was exchanged due to the pt experiencing blurry vision and halos following bilateral iol implant procedures. Add'l info was rec'd from an assistant who reported that the pt experienced poor quality of vision and severe halos that continue. The surgeon reported the pt found to have posterior capsular opacification. The surgeon reported the use of an unapproved handpiece and viscoelastic during the procedure. There are two medical device reports associated with this event. This report is for the left eye. The right eye file was previously reported under MFR report # 1119421-2013-00757.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was within an acceptable range for a 17.0 diopter. Results from the product history records review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with an unapproved handpiece with the unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. Add'l info was provided, which indicated a failure to follow the dfu. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).